Event description:
It was reported that via a (B)(4) transmission, non sustained lead noise due to post paced t-wave oversensing was observed. Oversensing on the near field and mismatch between the near field and far field resulted in non-sustained lead noise episode. Reprogramming was recommended and device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.